Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -18.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 as a replacement lens. It was indicated the next day after implant the patient saw a sector of halos, his initial lens implant of double vision disappeared, and he felt much better. The reporter indicated his halo symptom almost disappeared and it's unlikely an exchange will occur. Lens remains implanted.